Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user requested assistance in reactivating the station, which was currently displayed as out of order. The customer attempted to reactivate the station; however, it continued to show as out of service. The last known usage of the station was on (B)(6) 2026. An error message stated support must sign in was displayed. The station was showing as online in remote smart service, and multiple reboot attempts were performed by the customer, but the issue persists. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station remained out of service and displayed a support sign-in error despite multiple reboot attempts and required full synchronization. A technical support specialist performed remote access, verified server and device status, disabled out of service mode, initiated and completed full synchronization, rebooted the system, and confirmed normal operation with customer validation. The system functioned as intended after the technical support specialist troubleshot the device.